Event description:
A nurse reported the surgeon saw crystal like particles with microscope in the pt's eye during ophthalmic surgery on (B) (6)2010. There was no pt injury associated with this event. She reported one add'l unit was affected. The second unit was not used on a pt. Add'l info reported by the nurse indicated the event occurred again on (B) (6)2010 with a different pt. There was no pt injury associated with either of these events. There are two medical device reports being filed. This report is for the event occurring on (B) (6)2010.

Manufacturer narrative:
The product has been received for eval. The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other reports received in this lot of product. (B) (4).